Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Thirty eight events were reported for this quarter. (B)(4) devices were received. Thirty events were duplicated during testing. The reported event was not duplicated during testing for 3 devices; however, the devices were outside specifications. (B)(4) devices were found to be affected by a foreign substance in the device. One device was found to be affected by a foreign substance in the device and corrosion. (B)(4) devices were found to be affected by corrosion. (B)(4) devices were found to be affected by damaged components. One device was found to be affected by debris. (B)(4) devices were found to be affected by worn components. One device evaluation is in progress. Four devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 38 malfunction events, in which the device overheated. Seventeen reported events had no patient involvement; no patient impact. 19 reported events had patient involvement with no patient impact. Two reported events had no known patient involvement or patient impact.

Event description:
This report summarizes 38 malfunction events, in which the device overheated. 20 reported events had no patient involvement; no patient impact. 17 reported events had patient involvement with no patient impact. 1 reported events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 5 previously reported events are included in this follow-up record. Product return status: 4 devices were received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status: confirmed. 1 reported event was confirmed during testing. 1 device was found to be affected by corrosion. 3 reported events were not confirmed during testing; however: 1 device was found to be affected by a seized rotor. 1 device was found to be affected by a seized rotor/motor assembly. 1 device was found to be affected by a worn sag head.   Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.